Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a coronary stenting treatment procedure failure to cross the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with a 2.0x18 non-bsc balloon. A 2.75x38mm promus element drug eluting stent was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned, raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).